Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-20167 additional information received indicated the left ventricular (lv) lead was explanted and replaced and the device was repositioned to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the high capture threshold resulted in a loss of capture.

Event description:
During an in clinic follow-up, episodes of high capture threshold were observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. The device was noted to have rotated in the pocket and was believed to have caused the dislodgement. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.